Manufacturer narrative:
Upon additional information, this investigation will be updated.

Event description:
Boston scientific received information that during a normal follow up an alert due to out of range pacing impedances was noted. It was noted that follow ups in (B)(6) 2013, no alerts were evident. Technical services discussed possible double measurements overriding the first out of range measurement. No noise was seen. No change to the system took place, and no adverse patient effects were reported.